Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms and high and low readings from the insulin pump. The customer had readings that spiked up to 400 mg/dl and readings dropped to 59 mg/dl. The customer treated with glucagon twice. The customer did not have great experience with skin allergies. The customer had rash and burning skin. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin dripped extremely slow. The customer also stated that she gave herself 30 units and had skin prepped her rash. The customer was advised to change the entire infusion set and return the set for analysis.